Event description:
It was reported patient underwent a hip resurfacing procedure in (B)(6) 2006 and subsequently underwent a revision procedure on (B)(6) 2013 due to an unknown mechanical complication. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections could not be completed with the limited information provided: date implanted - date unknown. Examination of returned device found no evidence of product non-conformance. During the evaluation, evidence of fretting was noted on the taper adapter. Evidence of wear and scratches were also found on the femoral head. However, dimensional evaluation could not be completed on the head and cup as biological residue covered the device obscuring the articulating surfaces. Therefore, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2013-00294 & 3002806535-2016-00024).

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown, implant date - (B)(6) 2006 (exact date unknown), manufacture date - unknown. It has been indicated that product will be returned. Upon receipt of product and completed evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show the lot released with no recorded anomaly or deviation.